Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro user had just completed dissection. At that point, as she was getting ready to seal branches, she noticed that the she was not able to get around the vein with the c-ring. She took the device out of the leg and took a closer look, which is when she realized that the c-ring had broken in half. She handed the device off the field and had another kit opened to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw# (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The c-ring was observed to be transected longitudinally between the flanking curved sections. Microscopic inspection showed melted c-ring cut edges. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. Traces of blood were evident on the broken c-ring, along the scope wash tubing, at the distal part of the cannula, and at the cannula handle. The blue toggle on the cannula handle and the co2 tubing were intact. Based on the returned condition of the device and the evaluation results, the reported failure mode "break, c-ring " was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro user had just completed dissection. At that point, as she was getting ready to seal branches, she noticed that the she was not able to get around the vein with the c-ring. She took the device out of the leg and took a closer look, which is when she realized that the c-ring had broken in half. She handed the device off the field and had another kit opened to complete the case. The hospital did not report any patient effects.